Event description:
A malfunction occurred with the customer's device, indicated by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which successfully resolved the issue. The customer acknowledged the instructions and understood the need to contact technical support if the malfunction recurred.